Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire was stuck in the right ventricular (rv) lead. Another lead was used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analyst noted: guidewires are not used with active fix leads. No guidewire was returned, therefore condition is unknown. If information is provided in the future, a supplemental report will be issued.